Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sporadic t-wave oversensing (twos) after the ventricular pace since implant. The caller was requesting information for alternate programming settings to prevent further oversensing. Reprogramming options were given to the caller. The rv lead remains in use. No patient complications have been reported as a result of this event.